Event description:
Additional information was received from the patient¿s friend/family member who reported that the therapy had never helped the patient. Per the reporter ¿about 2-3 or more years ago¿ they did a bolus study of the highest dose of baclofen that they could, and the patient did not feel anything. They also did a lot of tests, and it was determined that the issue was with the medication and not the therapy since the patient didn¿t feel the bolus test. The patient then abandoned the therapy and they decided to leave the pump implanted and not use the therapy. The pump had recently been doing the single-toned alarm (eri - elective replacement indicator), and now that the pump had reached eos (end of service), it was doing the critical alarm. They were calling to have the pump alarm turned off. The reporter was redirected to the patient¿s healthcare provider to have the alarm turned off.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for spinal pain and intractable spasticity. The pump was going to be explanted and they had a titration question as the pump was going to be titrated. Reportedly the pump had not really helped with the patient¿s spasticity symptoms since implant, they had checked the pump and catheter and it was just not really working. On this report date, the consumer was going to meet with the nurse practitioner to discuss titration. This was not an out of box failure.